Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set luer lock separated from the tubing. The following information was provided by the initial reporter: "the luer lock on the end of the tubing came off."

Manufacturer narrative:
H6: investigation summary a sample was received and tested by our quality team. The separation at male luer end was immediately realized and the complaint has been verified. After microscope analyses, the root cause was determined to be a lack of solvent applied at time of assembly. The manufacturer was notified and there are quality notifications in place to limit further occurrences of this issue. A device history record review for model 2420-0500 lot number 22023251 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set luer lock separated from the tubing. The following information was provided by the initial reporter: "the luer lock on the end of the tubing came off."